Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as mfg # 2134265-2010-02350, 2939204-2010-00661, 2939204-2010-00660, 2939204-2010-00658. It was reported that post a neurointerventional angioplasty and stenting procedure, a vasospasm occurred. Patient was admitted with left leg weakness and dysphagia. Her symptoms progressed and it was discovered that there was a total occlusion located in the proximal basilar artery. Severe stenosis was also noted at the distal right vertebral artery at the vertebrobasilar junction. Another manufacturer's guide catheter was advanced to the distal cervical left vertebral artery. Another manufacturer's microcatheter was advanced over a transcend .010 microwire, but the wire was unable to cross the lesion in the proximal basilar artery. The microwire was removed. A new transcend .014 guide wire was advanced through the microcatheter and unable to cross the lesion. The microcatheter and the micro wire were removed. Another microwire was advanced over a transcend .014 micro wire to the left posterior cerebral artery and was unable to reach the proximal basilar artery. The microcatheter and micro wire were removed. Another microcatheter was advanced over a transcend .014 microwire and crossed the lesion. The microwire was advanced to the lesion at the basilar artery and then to the right posterior cerebral artery. The microwire was removed. Another .014 microwire was advanced with its tip in the right posterior cerebral artery. The microcatheter was removed. A gateway 2x9mm balloon catheter was advanced and angioplasty of the proximal two thirds of the basilar artery was completed. A follow up angiogram demonstrated antegrade flow in the basilar artery with a focal area of significant stenosis at the junction between the mid and distal third portion. The balloon catheter was removed. A follow up angiogram 5 minutes later revealed total occlusion of the basilar artery. A second angioplasty was performed with the same balloon inflated to nominal pressure (2mm in diameter). A follow up angiogram was obtained and showed significant improvement of the flow with antegrade flow to the basilar artery. A follow up angiogram 5 minutes later revealed total occlusion of the basilar artery due to recoiling of the plaque. A third angioplasty was successful. A follow up angiogram showed significant improvement of the flow with persistent plaque at the junction between the mid and distal third of the basilar artery. A second follow up angiogram revealed recurrence of the recoiling plaque. The balloon catheter was removed and a wingspan stent 3x15mm was advanced and placed in the lesion. A followup angiogram showed significant improvement of the flow without evidence of residual stenosis at the basilar artery which was congenitally small. A focal area of narrowing was again noted at the left vertebrobasilar junction (a vasospasm). A second wingspan stent was attempted to be placed as a preventive measure, in the event that a dissection may have occurred. The wingspan stent was advanced and the guide catheter was pulled back to the aortic arch and the microwire was pulled out through the basilar artery stent. The second stent was not placed. The guide catheter and microwire and stent were removed. An angiogram revealed normal flow to the right hemisphere. There was faint opacification of the right posterior cerebral artery, less than prior to the stent placement. Also revealed was normal opacification of the basilar artery without stenosis at the intracranial right vertebral artery. Full cerebral angiogram showed no antegrade opacification of the basilar artery and interval resolution of the stenosis in the left vertebrobasilar junction, which represents a vasospasm having occurred and not a dissection. The patient developed right lower lobe infiltrate and was treated with antibiotics for aspiration health care acquired pneumonia. The patient ultimately developed and remained in a state where she was only able to blink or move her eye and was not able to move her arms of legs or speak or swallow. The patient was extubated (B)(6) post procedure and expired (B)(6) later. Cause of death was right pontine stroke with locked in syndrome, acute respiratory failure due to klebsiella pneumonia of the right lower lobe, hypoalbuminemia, anemia and aspiration pneumonia (healthcare associated pneumonia (hcap)).